Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the investigation of the returned catheter sample it could be confirmed that the user could only partially deploy the stent graft. The outer sheath was found with elongation which indicated that high release force / friction was present when the user tried to release the stent graft. An indication for a process related issue could not be found. Based on information available, the investigation is closed with confirmed result. A definite root cause could not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system, and use an alternative device.', and 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' (...) 'Prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' In regards to introducer the IFU state: 'the use of an appropriately sized introducer sheath is recommended.'

Event description:
It was reported that during a stent graft placement in the cephalic vein with sheathless percutaneous access via a/v fistula the delivery system allegedly froze and the stent graft partially deployed. Reportedly, resistance was felt during the deployment attempt. It was further reported that there were difficulties retrieving the delivery system from the patient and the access site required suturing due to a large diameter hole remaining post retrieval. The delivery system was removed manually and a new system was used to complete the procedure. There was no reported patient injury post procedure.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during a stent graft placement in the cephalic vein with sheathless percutaneous access via a/v fistula the delivery system allegedly froze and the stent graft partially deployed. Reportedly, resistance was felt during the deployment attempt. It was further reported that there were difficulties retrieving the delivery system from the patient and the access site required suturing due to a large diameter hole remaining post retrieval. The delivery system was removed manually and a new system was used to complete the procedure. There was no reported patient injury post procedure.